Event description:
A customer contacted beckman coulter inc. (Bci) concerning a leak coming from the unicel dxi 800 access immunoassay. No injury or operator exposure was reported for this event. Proper personal protective equipment (ppe) was worn. No false results were generated due to this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched and found leaking in the wash buffer transfer pump tubing. The fse replaced the tubing and verified system performance to published specifications. Hardware is the root cause for this event.